Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during pre-use check, the unit could not be turned on, but the green power led is glowing. The manual ventilation is available. There was no reported patient involvement.

Manufacturer narrative:
Ge healthcare investigation concluded that the root cause analysis showed that one transistor in the valve driver ic chip was broken, which had led to failure of operating the o2 latching valve and machine entering failed state. No correction is needed because this unit had been scrapped.